Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a blacked out screen. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported blacked out screen, which was verified during evaluation. The cause was determined to be a failed input/output printed circuit board. The input/output printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.